Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Sv 2.3a on (B)(6), 2021 the customer alleged no excessive no delivery alarm. Insulin pump received unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unit received with motor error during rewind due to motor encoder signal out of phase.